Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to an high pacing thresholds. Another lv lead has been successfully implanted. No additional adverse patient effects were reported.